Event description:
The device was used during a laparoscopic cholecystectomy. The clips won't hold and device was spitting clips. During the functional testing co observed that the jaws are damaged. The pt developed peritonitis which required lavage.

Manufacturer narrative:
H6; code 400: yielded jaws.